Event description:
Boston scientific (bsc) crm received information that this medical professional called a bsc technical services (ts) consultant to discuss sudden brady response (sbr). The caller states the patient has experienced syncopal episodes and she is noting rates from histograms below the patient's lower rate limit. Ts and the caller discussed the patient's current settings and function of sbr and recommended turing the rate hysteresis feature off. Ts was about to discuss rates below the lrl when the caller's phone lost connection and the conversation ended.

Manufacturer narrative:
As of this date, the pacemaker remains in service. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, the interrogated battery status was at elective replacement time (ert). Ert was set after explant on (B)(6) 2014. Manual testing of the rate hysteresis and sudden brady response features confirmed they were operating normally. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.